Manufacturer narrative:
This device is intended for treatment, not diagnosis. Implant date approximately 9 months ago. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
It was reported that the patient thinks she may have an allergy to her locking humeral plate. The patient received the implant approximately 9 months ago to fix a broken humerus due to a fall on the treadmill. Her bones ache all the time, especially the last 3 months. It should be noted that the patient also stated she may not be having an allergic reaction since she wears jewelry, such as a watch, which would contain non-implantable material. This report is for the unknown humeral plate. This is report 1 of 1 for file (B)(4).